Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc). One of the grasping section was broken. The foreign material was stuck around the broken part of the grasping section. The broken part was corroded and brittle fracture. The manufacturing record was reviewed and found no irregularities. Omsc assumed that the reported event occurred due to the following causes. The foreign material and detergent solution remained on the subject device due to insufficient cleaning. The grasping section was corroded and weakened due to remained materials. The grasping section broken off since the grasping section was subjected to a load. The above device handling has warned in the instruction manual as follows; reprocess the instrument immediately after use, first by immersing it in a neutral, low-foaming, medical grade detergent solution, then following the cleaning and sterilization procedures given in this chapter. Failure to reprocess the instrument immediately after use, or using other than a medical-grade detergent may cause corrosion at the metal parts like the grasping jaws. This could impair the operation of the instrument or cause a part of it to break and/or fall off inside the patient.

Event description:
During an endoscopic retrograde cholangiopancreatography, the subject device was used. When the user grasped the plastics stent with the subject device for withdrawing, the distal end of the subject device broke off inside the patient body. The fragment was retrieved the next day. There was no patient injury reported. This is the report regarding the breakage of the distal end of the subject device.